Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient "being scared of the pump" and hoped it would have been better for him. The patient was thinking of having the pump removed.

Event description:
After implant, the patient¿s legs started swelling. The issue started immediately after implant. It was minimal at first and got worse when they started increasing the drug. Approximately one month ago, the patient was in an 8 hour car ride and his legs swelled up to twice the size which caused the skin infection cellulitis. The cellulitis spot was about the size of a baseball between his knee and his foot; his foot, calf, and knee swelled. It was hot and tender and the skin would breakeasily. The weekend prior to this report, the patient went to the ER (emergency room) and got IV (intravenous) antibiotics. The patient was sent home with oral medication. As of the date of this report, the swelling was still there and his leg was still hot. The patient was wondering if the swelling was caused by the pump or if the medication was causing the swelling as he had had a congestive heart failure blood test done and a doppler test of the lower extremities done and that was all clear. The patient had never had swelling prior to the pump being put in. One of the patient¿s physicians told him it was the pump. The device system was delivering baclofen and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).